Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked display window corner, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was damaged. Customer stated there are two cracks that start from the top and end at the back of the device. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 451 mg/dl at time of reporting. Nothing further reported.